Event description:
A medtronic representative reported that during a c1-c2 spinal fusion, the site did a non-sterile spin with an o-arm. After draping, it was noted the vertek arm had moved. The site did another spin with the o-arm and the procedure proceeded without any issues, with no navigational inaccuracy. There was no impact on pt outcome.

Manufacturer narrative:
Device manufacture date not available at time of this report. After the case, they realized the vertek arm was beginning to fail. Since they have other vertek arms at the site, they will not be replacing the damaged one. Suspect part has been discarded and will not be returned to the manufacturer.